Event description:
The patient presented with a distal internal carotid artery (ica) dissection, acute left cervical and intracranial internal carotid middle cerebral artery (ic-mc) occlusion. He suffered from aphasia and right hemiparesis. The physician used the stent to treat the distal ica vessel dissection. The distal cervical ica was successfully opened; however the intracranial ic-mc remained occluded. The patient expired, the cause was not disclosed. No further information was provided.

Manufacturer narrative:
(Other): for no allegation of device malfunction or non conformance. Device manufacture date: unknown.